Manufacturer narrative:
(B)(4).

Event description:
The customer reports: a wire from the endurance catheter broke off in a pt's arm (ultrasound showed in the vessel, however the wire was not found in the vessel, it was found in the subcutaneous tissue). The clinician hit resistance. Tried to pull back and the gray piece that slides on top of the unit that deploys the catheter was too into the white end to bring it back. She took the whole unit out and noticed that a piece of the wire was missing. Looked like an accordion and the catheter was sheared. She put a tourniquet on the patient. The wire was under the skin and not in the vessel. A vascular surgeon came to remove the wire, since the primary team was unable to do so; the wire was about 2" in length. 2 small incisions were made into the patient's arm to remove wire.

Manufacturer narrative:
(B)(4). The customer returned one endurance catheterization assembly for evaluation. Visual examination of the returned sample revealed the catheter tip was broken and the guide wire was unable to be advanced through the needle. The returned device contained a significant amount of biological material. Microscopic examination of the catheter revealed a slit near the distal end. The edge appeared smooth and blunt, indicating contact with sharps caused the damage. The returned catheter body was cut from 1-12 mm from the distal end. The length of the catheter body measured to be 3.54" which is within specifications of 3.481-3.581" per product drawing. The outer diameter of the returned catheter measured to be 0.041" which is within specifications of 0.041-0.045" per product drawing. The inner diameter of the catheter could not be obtained due to the damage. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not attempt to advance needle back into catheter after catheter is partially threaded off needle to reduce risk of catheter damage." The reported complaint of a damaged catheter tip was confirmed by complaint investigation. The returned catheter contained one slit near the distal tip. The hole contained blunt edges, indicating contact with sharps. The catheter passed all relevant dimensional testing. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
A wire from the endurance catheter broke off in a pt's arm (ultrasound showed in the vessel, however the wire was not found in the vessel, it was found in the subcutaneous tissue). The clinician hit resistance. Tried to pull back and the gray piece that slides on top of the unit that deploys the catheter was too into the white end to bring it back. She took the whole unit out and noticed that a piece of the wire was missing. Looked like an accordion and the catheter was sheared. She put a tourniquet on the patient. The wire was under the skin and not in the vessel. A vascular surgeon came to remove the wire, since the primary team was unable to do so; the wire was about 2" in length. 2 small incisions were made into the patient's arm to remove wire.